Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon felt uncomfortable about the motion of the fenestrated bipolar forceps instrument. A broken wire was found near the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.